Event description:
It was reported that an asymptomatic patient presented in a clinic during follow up. Upon investigation, it was revealed that the device was post- paced t- wave over sensing on the ventricular lead. Programming changes were made. Patient condition was fine.